Event description:
After trying 5 times, the distance sensor passed the test. The first 3 times that the field service engineer (fse) tested, the laser stopped at a trajectory before 100/168 and gave the error "unable to compute projected tool position". The fse shut down the robot and unplugged for 15 minutes. The 4th time, the fse tried he had some trouble calibrating the laser. After trying this a few times, the fse was able to get the calibration accepted. The fse move the pool ball slightly to see if it was the angle that the arm was approaching the ball. This time the arm stopped at 152/168. The error message was "move to position failure: do you want to try again?". The fse clicked yes and the error "unable to compute projected tool position" window was behind the initial error. The fse brought the laser back to home and adjusted the pool ball a 3rd time aiming to be in the green between to two previous positions. The 5th time the laser passed the test.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that there was a wiring problem with the distance sensor. It caused the distance sensor to repeatedly disconnect. This is why it failed the test four times before being able to pass. In order to solve this problem, it is recommended to unplug the cable from the distance sensor and from the computer, and plug it back in again.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After trying 5 times, the distance sensor passed the test. The first 3 times that the field service engineer (fse) tested, the laser stopped at a trajectory before 100/168 and gave the error "unable to compute projected tool position". The fse shut down the robot and unplugged for 15 minutes. The 4th time, the fse tried he had some trouble calibrating the laser. After trying this a few times, the fse was able to get the calibration accepted. The fse move the pool ball slightly to see if it was the angle that the arm was approaching the ball. This time the arm stopped at 152/168. The error message was "move to position failure: do you want to try again?". The fse clicked yes and the error "unable to compute projected tool position" window was behind the initial error. The fse brought the laser back to home and adjusted the pool ball a 3rd time aiming to be in the green between to two previous positions. The 5th time the laser passed the test.